Manufacturer narrative:
Pending evaluation.

Event description:
Revision of knee components due to joint space being too tight.

Manufacturer narrative:
The complaint product is not available for analysis. The reported revision due to incorrect sizing cannot be confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The manufacturing lot information was not provided, therefore, no information regarding the manufacturing of the specific device lot can be gathered at this time. User-related issues are most likely incorrect implant size. The revision reported was likely the result of incorrect sizing, which could lead to the patient's joint space being too tight. However, this cannot be confirmed because the components were not returned for evaluation. In a review of labeling, it is known that the surgeon must check for the appropriate implant sizes. Selection of the appropriate type of implant and the correct size as well as proper positioning of the components is essential for the success of the procedure. The size of the tibial insert must be the same as the size of the femoral component. The size of the top face of the tibial tray must be the same as the size of the tibial insert, while the bottom face of the tibial tray could be one size smaller, same size, or one size bigger for a correct fit to the resected tibia. Range of motion should be used to verify stability of the joint and to check for impingement and correct as appropriate. Based on review of all available information, there is no evidence to suggest that the reported revision is related to any design or manufacturing issues. The revision for tight knee joint space was likely caused by surgical technique and size selection. However, the cause cannot be determined because the component was not returned for evaluation and there is no information regarding patient risk factors. This device is used for treatment, not diagnosis.

Event description:
This is one of two products involved with the reported event and the associated manufacturer report number is 1038671-2017-00644.